Manufacturer narrative:
According to reports, the device suddenly stopped providing ventilation and the operating interface switched to english. No patient injuries occurred. Dräger service engineer participated in the investigation of this incident. The engineer¿s on-site inspection revealed that the fault was caused by failures in both the ventilator and the apl valve. After replacing the control board, the device operated normally. It is understood that the device had been in use for more than ten years. Typically, when the user interface switches from chinese to english, it indicates data loss in the non-volatile random access memory (nv-ram), and the system¿s date and time are also reset. This may be due to battery depletion in the data storage unit of the control board or control board failure. If the automatic ventilation system fails or the automatic ventilation mode stops (ventilator fault), monitoring functions are not affected; therefore, users will continue to receive notifications regarding ventilation performance and patient gas measurements. If a ventilator fault occurs during automatic ventilation, the ventilator will automatically shut down and switch to "manual/spontaneous" (safety mode), issuing a corresponding "ventilator fault" alarm. Manual ventilation remains possible. The instructions for use provide detailed information about all alarms, possible causes, and corrective actions. After the parts were replaced, no further reports were received.

Event description:
The equipment suddenly stopped supplying air and the operation interface turned into english. No patients were injured. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The equipment suddenly stopped supplying air and the operation interface turned into english. No patients were injured. The device has no UDI as an UDI was not required at the time the device was manufactured.